Manufacturer narrative:
No lot number was provided for the 3 malfunctions, therefore the manufacturing review could not be conducted. Three devices were returned for evaluation for the three malfunctions. One device evaluation identified 2340 failure to infuse. 1250 fluid leak was identified for 1 devices. One device was inconclusive for failure to infuse. A root cause has not been determined. The devices were labeled for single use

Event description:
This report summarizes three (3) malfunctions. A review of the reported information indicated that model 9808560 port & catheter allegedly experienced failure to infuse. This information was received from various sources. The three (3) malfunctions involved patients with no known impact to the patients. The patients' age, weight, and gender were not provided.

Manufacturer narrative:
For the reported malfunctions, the devices were returned to bd for evaluation. The company is still investigating the issue at this time. The devices are labeled for single use.

Event description:
This report summarizes three (3) malfunctions. A review of the reported information indicated that model 9808560 port & catheter allegedly experienced failure to infuse. This information was received from various sources. The three (3) malfunctions involved patients with no known impact to the patients. The patients' age, weight, and gender were not provided.